Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component could be confirmed and duplicated. The pt 801 has failed. This issue will be internally investigated within vyaire.

Event description:
The customer reported while using the vela ventilator; the device intermittently displays high peak inspiratory pressure alarms. The customer performed troubleshooting, but the issue did not resolve. The customer reported there is no patient involvement associated with the event.